Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified external iliac artery. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During first inflation at 10 atmopsheres for 5 seconds, the balloon ruptured in a pinhole form at near the middle. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and the patient was in good condition post procedure.